Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter had a fading display issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the problem with her meter¿s display first began at 8am, three months prior to contacting lfs. The patient manages her diabetes with insulin pump therapy. It is unclear whether she made any changes to her usual diabetes management routine after the start of the alleged issue. She claimed that ¿4 hours¿ after the issue occurred, she had a ¿seizure¿. She reported that she self-treated her symptoms with food and/or drink on (B)(6) 2016 at 5:30pm. She denied using any other device to check her blood glucose levels. During troubleshooting, the cca noted that the meter was not being used for the first time and based on the information provided there was no misuse of the product. The patient did not have a backup meter. The issue remained unresolved. As the meter was out of warranty, the patient was transferred to re-orders to order a replacement meter. This complaint is being reported because the patient reportedly developed symptoms suggestive of an acute diabetes excursion after the alleged issue with the meter¿s display began.